Event description:
The patient's clinical picture does not correlate with the monitoring values generated by this device. This report is reflective of information concerning the care of two (2) different patients. We do not know the lot numbers of the devices used on the individual patients. In summary the problems presented with this device include the following:1. Frequently places doubt in reliability of cardiac output and pulmonary artery (pa) numbers. Does not correlate with clinical picture i.e. Bp, assessment, urinary output (u.o.), etc. Cardiac output (c.o.) = 1.0 and patient alert and oriented and u.o. Within defined limits (wdl). Bp wdl, heart rate (hr) wdl.2. The above occurs despite the completed bridge verification.3. There are broad variations of cardiac output and index values within a brief period of time, i.e. - cardiac output 2.4 then 10.2 within a few minutes.4. Unable to trust values to titrate administration of vasoactive medications.5. Physicians have reported the inability to obtain proper wave forms with manipulation of catheter and in one case had to discontinue the catheter within four hours of surgery.6. On one instance, the catheter balloon ruptured at time of insertion requiring the use of a second catheter. This failed and required the use of a completely different product.7. Commonly used devices in the treatment of a post-operative heart patients, i.e. - sequential compression device (scd) and patient warming devices interfere with catheter device signals per manufacturer's representative.========================================== health professional's impression======================refer to description above====================== manufacturer response for catheter, oximeter, fiberoptic, opti q cco/svo2 catheter======================we have had many discussions with the manufacture's representative and have followed their recommendations and continue to have product malfunctions. This continues to interfere with patient care.